Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem codes: medical device problem code: correction to disregard 3191 appropriate term/code not available

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the pediatric patient experienced a skin reaction with itching, rash, soreness and redness under entire patch area, which occurred five days after the sensor had been inserted in the arm. Three photos of the skin reaction in the complaint record were reviewed. It could be observed blisters and vesicles extended beyond the patch area, the rash spread down the arm of the insertion site and the other arm also, back and chest. The erythema covered the entire patch area and spread a little bit over the skin that was in contact with the adhesive. It could be observed that the vesicles formed under the patch area leak a yellowish liquid with fluid drainage. On the (B)(6) 2023 the skin was red, sore and itchy and the rash spread over the same arm. On (B)(6) 2023 the rash developed further on the same arm and slightly into chest and slightly into opposite arm. The parent consulted pharmacist and they recommended an oral otc zayrtek® (antihistamine- 10 mg once per day) and epaderm cream (non-steroid anti itching cream). On (B)(6) 2023 the parent received a text message from the patient¿s school saying that the patient was uncomfortable and couldn't concentrate because the itching had worsened. The parents took the patient to the pediatric department in the local hospital; there was no treatment documented from the hospital. The area was prepared with soap and water before placing the sensor on the body. At the time of contact, it was indicated that the patient was stable, and the itch has lessened. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.